Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. (B)(6). UDI: (B)(4).

Event description:
It was reported that patient was having a squeeze feeling around the midline section. It was noted that patient pain in both legs had increase. The patient underwent a spinal cord stimulator (scs) replacement procedure.

Event description:
It was reported that patient was having a squeeze feeling around the midline section. It was noted that patient pain in both legs had increase. The patient underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Event description:
It was reported that patient was having a squeeze feeling around the midline section. It was noted that patient pain in both legs had increase. The patient underwent a spinal cord stimulator (scs) replacement procedure. Additional information was received that patient was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Correction to the initial and follow up 1 MDR in block h6.